Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient¿s cgm was reading 184 mg/dl while the bg meter reading was 500 mg/dl. The patient was also wearing a tandem insulin pump. The patient was vomiting, dehydrated, and had large ketones. The patient called 911 and once they arrived, the patient¿s bg meter reading was 313 mg/dl. Around 10am, the patient was taken to the emergency room (ER). At the ER, the patient¿s bg meter reading was still 313 mg/dl but the cgm value at this time could not be recalled. The patient was diagnosed with dka and admitted to the progressive care unit (pcu). She spent three days in the pcu with bg meter readings ranging between 282 mg/dl ¿ 296 mg/dl. On the 3rd day in the pcu, the patient¿s bg meter reading decreased to 99 mg/dl. The patient was treated with IV dextrose, IV potassium, and IV calcium. The patient was discharged on (B)(6) 2026 around 430pm. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. Once 911 arrived, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.